Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no aspiration and occlusion before lens material removal. The procedure was completed with a different system. No patient harm reported. Additional information and sample has been requested.

Manufacturer narrative:
A sample was not returned for this complaint. Therefore, visual inspection and functional testing could not be performed. This is the first complaint reported for this finished goods consumable lot. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).